Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 693565 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that their device "zapped" them really hard and then ten seconds later it did it again. The patient had called the paramedics, was checked out, and was told that everything looked fine. The patient noted that they felt fine and had no symptoms. Follow-up information was received from the clinic indicating that the patient was evaluated the following day. The patient had been in ventricular tachycardia (vt) and received a shock after unsuccessful anti-tachycardia pacing. The patient's vtbroke for one beat and then returned. The device detected the vt again and charged. The patient's vt broke on its own; however, the shock was delivered since it was already committed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.